Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed myopotential oversensing on the ventricular lead as well as crosstalk causing inhibition of pacing on the ventricular channel. The lead was capped. The patient was in stable condition.